Manufacturer narrative:
It was reported that the error, "machine pressure sensor autozero failed" (diagnostic code 1109), had occurred. The customer had sent the device to a biomed company for repair before where they had replaced the solenoids and data acquisition (da) printed circuit board assembly (pcba). The remote serice engineer (rse) then advised the customer of the repair options for the error. The customer then stated they would send back to the biomed company for warranty repair. The vendor replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "machine pressure sensor autozero failed" (diagnostic code 1109), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "machine pressure sensor autozero failed" (diagnostic code 1109), had occurred. The customer had sent the device to a biomed company for repair before where they had replaced the solenoids and data acquisition (da) printed circuit board assembly (pcba). The remote service engineer (rse) then advised the customer of the repair options for the error. The customer then stated they would send back to the biomed company for warranty repair. The investigation is ongoing.